Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin irritation. The patient's blood glucose (bg) values reached 412 mg/dl. The patient stated they had chemical burns. For treatment, the patient was prescribed silver sulfadiazine. The pod was worn between 4 and 24 hours on the arm. The patient was discharged on the same day.